Manufacturer narrative:
Intra-operative fractures may be multifactorial and can depend on patient bone quality and surgeon technique.

Event description:
Intra-operative periprosthetic fracture during femoral stem insertion. Surgeon used cerclage cables to reduce fracture and reinserted the femoral stem.